Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Lot number: corrected - changed from 40602k1 to 31113k1. Evaluation summary: the device was returned for analysis. The suture break was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for suture break/separation from this lot. Based on the reviewed information, there is no indication of a product deficiency.

Event description:
It was reported that placement of the proglide sutures was attempted with a 6fr in the right common femoral artery using the preclose technique prior to a percutaneous coronary intervention (pci) procedure. Reportedly, after the guidewire was removed, the plunger was pushed. The plunger was pulled but the sutures were torn and loose. The device was removed and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.